Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. No patient involvement. No patient involvement. Not applicable for this device. Not applicable for this device. Country is canada. The omniwire device history record identified a sterilization cycle failure. The device was inadvertently shipped to the customer. However; it is now within philips control. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A non-sterile device was inadvertently shipped to the customer. This device was not used in the patient and was removed from the customer''s inventory per 2022r03.